Event description:
It was reported that during the implant procedure, the pt's lead had invalid impedance on all contacts. The physician replaced the entire scs system and implanted a new lead (with the same lot number). The new lead had some contacts with high impedance during intraoperative testing. It was reported the impedance issues had resolved postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.